Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v350473, implanted: (B)(6) 2009, product type lead; product ID 748910, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 748910, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7435, serial # (B)(4), product type programmer, patient. (B)(4). Device used for off label indication. The indication the device was used for was (B)(4).

Event description:
It was reported the patient had their device removed because they no longer needed it. The healthcare professional noted the patient was voiding well with the device off and wanted it removed. ¿no need for it anymore.¿ one of the leads was not removed because it was ¿stuck on a nerve.¿ they were unable to get it out and had to leave it in. Lead material was reviewed to determine the types of tests the patient could have. The healthcare provider noted that the patient was recovered without permanent impairment.